Event description:
It was reported that this right ventricular (rv) lead had dislodged and failed to capture. This rv lead was repositioned successfully. No additional adverse patient effects were reported.